Event description:
It was reported that during the implant, the stylet was removed from the lead and could not be reinserted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed) and the lead was damaged at implant. The analyst also noted that blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed. The lead was returned with stylet in it which was removed with no anomalies.